Event description:
Device report 2 of 2: ref MFR report: 1627487-2012-09396. It was reported the pt presented to the ER with an infection of the cervical and lateral thoracic wound. The pt had drainage and an infection at the lead insertion sites. The pt underwent surgical intervention for system explant. The pt was treated with intravenous cefepime, vancomycin daptomycin. The pt was in stable condition when transferred from surgery to recovery and was subsequently discharged. Further f/u indicated the pt went to the ER a few days later presenting pain in the right big toe with signs of lower extremity edema. The cervical and thoracic surgical wound was closed and there were no signs of drainage. Surgical dressings were changed and the pt was discharged in a stable condition.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical.